Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Event description:
As reported by our affiliate in the (B)(4), during a transfemoral tavr procedure, when the 29mm sapien 3 valve was fully inflated (nominal volume), the delivery system balloon ruptured. After the balloon was pulled back into the esheath, surgical support was required in order to remove the balloon from the femoral artery. The patient was noted to have left the operating room in stable condition. It is perceived that the balloon burst was caused by the patient¿s annular calcification. During the pre-decontamination evaluation of the returned esheath, a partial tear on the distal tip and circumferential delamination approximately 1 inch in length was observed.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection of the esheath revealed circumferential delamination approximately 1 inch in length. The marker band was present. A partial tear on the distal tip and minor soft tip damage were observed. A small puncture on the sheath shaft approximately 1 inch from the sheath tip and multiple kinks on the sheath shaft were observed. Minor scratches along the sheath shaft were also observed. No functional testing could be performed due to the condition of the returned device. As there are no dimensional specifications related to the reported event, no dimensional analysis was performed. A review of work orders related to the device and any components potentially relevant to the event was performed. It was concluded that all product associated with exceptions during the manufacturing process was either 100% re-inspected or scrapped. Lot history review revealed one other similar complaint for ¿sheath distal tip liner delamination¿. Complaint history review from december 2017 to november 2018 for the edwards esheath (all models and sizes) revealed other similar complaints for ¿sheath distal tip liner delamination¿. The complaints were confirmed, but no manufacturing non-conformances were identified in the returned devices. Available information suggested patient and/or procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the applicable trending category. Review of the device prepping manual and training manual did not identify any IFU/training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the esheath undergoes multiple 100% visual inspections using 3x magnification. The sheath is inspected for wrinkles, kinks, bends, surface defects, cuts, cross linking of hdpe across the liner, delamination, seam separation, stress lines in the liner and the presence of the c-marker band. The inspections are 100% repeated on the completed sheath assembly. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. All samples passed the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. In this case, engineering evaluation of the returned device revealed a sheath liner delamination. A review of DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. According to the complaint event description, ¿there was a rupture of the balloon¿. Visual inspection of the returned delivery system confirmed the balloon rupture. The balloon had a full radial tear and the balloon was inverted over the nose tip with the balloon shoulders flared out after the procedure. During visual inspection, the sheath distal tip was observed to have a tear and soft tip damage in addition to the delamination. This suggests the torn balloon or exposed balloon shoulder may have caught on the sheath tip during withdrawal. Additional force may have then been applied to remove the stuck device, which could have then caused damage to the sheath and result in the observed delamination. Procedural factors (withdrawal of the delivery system after the balloon burst) likely contributed to the observed delamination of the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.